Event description:
The customer reported the subject device did not work in 3d mode during preparation for use. The customer indicated that it did not work in 3d mode because the equipment was working in combination with the 3dv-190 module but the problem was in the devices video processor set in slave mode. There was no harm or user injury reported due to the event. The subject device was sent to an olympus service center for evaluation. During inspection and testing, image error b40 occurred and there was no image in 3d mode. This report is being submitted for the malfunctions found during evaluation (image error and no image).

Manufacturer narrative:
During inspection and testing, image error b40 occurred due to a printed circuit board failure and there was no image in 3d mode. In addition, there was dust and debris near the circuit board and the connector was loose resulting in rattling noise from the video cable and connector unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the printed circuit board failure and no image being displayed in 3d mode could not be identified. Olympus will continue to monitor field performance for this device.